Event description:
Facility alleges a blood leak occurred during a dialysis treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss - 150cc. Blood loss was due to blood left in the dialyzer and blood lines when discarded. Pt was given garamycin 80 mg IV prophylactically. No serious injury reported as a result of this incident. The event involved one pt.